Event description:
Two (2) discordant falsely depressed sodium (na) results were obtained on a patient sample on a dimension exl with lm system. The falsely depressed results were reported to the physician(s), and the results were questioned. A new sample was drawn from the same patient and processed on an alternate dimension exl 200 system. A higher result, considered correct, was obtained and reported. Additionally, the initial (original) sample was reprocessed on the original dimension exl with lm system and on an alternate dimension exl 200 system. Higher results, considered correct, were obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium (na) results.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two (2) falsely depressed sodium (na) results obtained on a patient sample on a dimension exl with lm system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. Calibration was within specifications, and quality control (qc) results were within the customer's expected ranges. Repeat of the same sample yielded the expected result(s). Hsc concluded the cause of the event is consistent with sample-specific issues such as sample handling and sample integrity. A potential product issue was not identified. The customer is operational. The device is performing within specifications. No further evaluation is required.